Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user observed that the permanent cautery spatula instrument had a broken cable during dissection. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was damaged during the procedure. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument for failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The common cause of this failure is associated with component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.